Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set separated the following information was received by the initial reporter with the following verbatim: it was reported by customer that on the 2nd squeeze to prime the chamber/tubing with oxaliplatin, the "spike top" popped off from the chamber. Rn was left holding the 'spiked chemo bag' in one hand & a full uncapped chamber/primed tubing in the other. A 2nd rn was required to assist to prevent a chemo spill and to safely secure & salvage the chemo; was not a "closed system" anymore (was nice another rn was present in the med room when this occurred (to be of assistance).

Manufacturer narrative:
The customer reported the spike top separated, and returned photo evidence of material 10015861a, lot 24045378. The photo was examined, and the complaint of separation was confirmed. There is no physical sample available for evaluation. The supplier of the drip chamber component was contacted about the failure. Their investigation found this was an isolated event and no other issues were found with lot 7640/23. There are quality checks in place during production to check for the solvent level, and they will continue to monitor for any future failures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.